Manufacturer narrative:
Exemption number e2017043. (B)(4).

Event description:
During a surgical procedure using the (B)(6) hospital center (us), on (B)(6) 2018, (reported to (B)(6) 2018), various malfunctions experienced at the site resulted in prolongation of surgery by more than an hour. The malfunctions were in both hardware and software, but all were minor (non-safety). While they were successfully resolved in the or, the troubleshooting collectively consumed over an hour while the patient was already anesthetized. While the patient did not suffer any apparent direct harm, exposure of the patient to the effects of prolonged anesthesia might cause or contribute to a serious injury.